Event description:
Follow up information identified the physician explanted the patient¿s ipg (exact explant date is unknown). The patient¿s wound issue has since resolved.

Event description:
Follow up information identified the patient said the wound was closed, but the surgeon recommended removal of the ipg due to the appearance of the surgical site. Further additional information identified the patient¿s incision site has re-opened.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s ipg pocket incision re-opened. The patient went to the emergency room on (B)(6) 2018. Additional information has been requested but not yet received.